Event description:
Pt getting acyclovir 500mg every 8 hrs via gemstar, (abbot) pump intermittent mode. Bag is 3000mg in 500cc of dew runs at 69ml over 2 hrs every 8 hrs with a kvo of 2mg/hr. Received call at pharmacy that pt's pump ringing distal occlusion. Pharmacist increased kvo to 4ml per hr. Occluded again with blood backing up to filter. Pt was seen in infusion ctr for declotting of PICC and gemstar pump removed - placed on abbott aim plus pump at original infusion rate.